Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump unexpectedly shut down. Customer's blood glucose level was 279 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.